Manufacturer narrative:
Investigation summary: customer returned photos of a 1/2cc, 12.7mm, 29g syringe with a poly bag from lot # 9042860. Customer states that the hub was broken. The photos were examined and exhibited broken barrel tip. A review of the device history record was completed for batch# 9042860. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken barrel tip). Root cause description: "on (B)(6) 2020, holdrege received a complaint, via a picture, from material 326666, batch 9042860. Visual inspection of the picture found the barrel tip to broken off where it meets the shield. The barrel tip was still inside the shield. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to this defect. A root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that damaged product was found after use with a syringe 0.5ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, "a hub was broken."